Event description:
Burning odor was detected from a light box that was supplying a headlight. The end of the cable that was connected to the light box was noted as scorched and with melted pieces. The heat shield was out of alignment, which focused too much heat from the light source onto the light cord. The manufacturer does not advise checking for the proper alignment of the heat shield in the preventive maintenance instructions.